Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the distal right coronary artery, exhibiting 99% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning. It was reported that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident from the 1st to the 12th distal stent wraps with struts raised and bunched. The stent had been pulled proximally over the proximal marker band. No deformation was evident to the distal tip. The inner lumen patency was not verified with a 0.015 inch mandrel and 0.014 inch guidewire due to kinking in the mid stent region 1.2 cm proximal to the distal tip. The device returned with a detachment on the hypotube 5cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site . Kinks were evident on the hypotube 3.5cm proximal to the detachment site. If information is provided in the future, a supplemental report will be issued.